Event description:
A report was received via social media that the patient developed a (B)(6) following a revision procedure. The patient underwent explant procedure. No further information could be obtained.